Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2013; 1258t competitor implantable pacing lead - (B)(6)2013. (B)(4).

Event description:
It was reported that the patient complained of a 'hiccup' feeling, as well as feelings of pressure occuring in the stomach when the patient is laying on the side. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.